Manufacturer narrative:
(B)(4). B5: describe event or problem - additional . H2: additional information/device evaluation . H3: device evaluated by manufacturer - additional . H6: adverse event problem- additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The product was evaluated. An external visual inspection was performed and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.